Manufacturer narrative:
The reason for this revision surgery was due to wound dehiscence. The previous surgery and the revision detailed in this investigation occurred over 1 month and 3 weeks apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to wound dehiscence. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical are inadequate soft tissue support, infection, lack of post-operative care, patient's non-compliance, excessive range of motion, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient was revised due to a wound dehiscence that possibly tracked to the joint. Irrigation and drainage was performed with antibiotics and a poly exchange.